Event description:
Caller (patient's wife) alleged discrepant results compared with the lab. Patient's therapeutic range: 2.5-3.5 inr. On (B)(6) 2011, patient had a transient ischemic attack (tia) and ended up in the hospital for a week. Patient went home on (B)(6) 2011. The meter at the time before the hospital was reading within his range. Patient received heparin and lovenox in the hospital.

Manufacturer narrative:
Investigation pending.